Event description:
Procedure: left heart catheterization with coronary cineangiography, left ventriculography, balloon angioplasty, stenting. Physician could not get a second stent past the first stent (already displayed) in circumflex artery. Attempted to removed stent. Stent came off device. Stent was "found" in descending aorta. "Lost" stent at that location, again snared and stent removed in conjunction with guide catheter, sheath and snare device.